Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic donor nephrectomy. According to the reporter: after one hour and five minutes of use, cutting became dull. A new device was opened and the procedure was continued. Cutting of the second device was also dull, but it could be used anyway for one hour and forty minutes. Operative time was extended more than 30 minutes.